Event description:
The patient's peritoneal dialysis nurse called technical support to report the patient had to perform a stat drain because he felt very full. The following treatment data was provided by the nurse: a review of the treatment data revealed in drain 4, an overfill had occurred resulting in a drain volume of 208% of the prescribed fill volume. According to the patient's nurse, she cannot confirm a device malfunction because the patient has "ascites" and has been draining very large volumes despite low dextrose concentration solution. This occurs with manual treatments as well. The physician is re-considering his suitability for peritoneal dialysis. She further states the patient did not require any medical intervention as a result of this event. The cycler was returned.

Manufacturer narrative:
A review was performed by the post market surveillance department of the treatment data provided by the nurse. A large intra-peritoneal volume drained at drain #4 with an undetermined cause. There was no adverse event associated with this reported large drain volume. A plant investigation is on-going. A supplemental medwatch will be submitted upon its completion.